Event description:
It was reported that a software update was loaded onto the programmer. Following the update an interrogation was done and the programmer displayed an error. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.